Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Pump was plugged into a tandem wall charger and usb cord. Customer continued charging the pump and the issue was resolved. Customer declined to upload pump data for further review. Customer's blood glucose was not impacted.